Event description:
It was reported to baxter that the tubing at the junction of the luer lock and blue winged cap of one (1) ce intermate lv100 device was discovered broken off before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter. The reported condition of "broken junction of blue winged cap and luer lock" was confirmed. No other observation was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted.